Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. All flashing on the front panel during inspection was not reproduced. Additional device evaluation findings were as follows: the front panel blinks due to malfunction due to deterioration of the mesh turret, the front panel blinks due to malfunction due to deterioration of the filter turret, output connector (light guide connecting part) high brightness detection part failure, so high brightness mode does not work. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the visera pro xenon light source had all front panel lamps flashing. The issue was observed during preparation for use on a therapeutic (tcr) procedure. The issue was resolved before the planned procedure and was used as is and completed the procedure without any problems or delays. No patient harm was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon occurred due to deterioration of the mesh turret and filter turret. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.